Event description:
A pt had a spare sling system device implanted and 40 hours later they reported to the doctor as symptomatic. The procedure had been uneventful. The doctor determined that the pt's bowels had been perforated sometime that day. The procedure had seemed uneventful. The procedure had been preceeded by a gynecologist who performed an enterocele repair procedure. The pt is doing well at present and has visited the physician a few times postoperatively.